Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating the patient had met with their hcp and rep on 3 separate occasions. Each time, the device was evaluated and no problems were found. The patient was re-educated how to charge the ins. At the last appointment, it was discovered that the patient was only charging the ins between the 25-50% range and would only charge for 45 minutes a day. The patient was advised to charge for 2 hours or until the ins has full battery. This way, the patient would fluctuate between 50-100% charge. The reported issues were resolved. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received stating the ins had "turned off by itself a couple times." The ins was confirmed to be at a battery status of 25% at the time of the event. The patient stated they worked with a manufacturer representative and healthcare provider (hcp) on this issue and that it had been off even though charged up. Patient programmer (pp) use was reviewed with the patient and the patient was helped to turn the ins back on with the pp. The patient reported "always" keeping the ins charged. It was reviewed to not let the battery get below 50% if this can be helped. The patient stated "sometimes" when the ins turns off and the patient doesn't know, when they wait too long they start having symptoms return, which the patient referred to as "severe shut downs." The patient wasn't currently experiencing symptoms at the time of reporting. It was stated the rep was notified of this issue "a couple mo nths ago" at a doctor's appointment.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the patient was experiencing challenged with recharging their ins including loss of therapy due to battery charge expiration. The patient visited their healthcare provider (hcp) office and was re-educated on recharging the ins. No further information could be provided. Refer to (B)(4) for details pertaining to the previous insr replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient weight was provided.

Manufacturer narrative:
Date of event: event date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for parkinson's disease and movement disorders. It was reported that it normally takes about 20 min to charge, and if they don't charge for 3 days it would probably take 90 min to charge. The patient was concerned because they noticed after 2-3 min of charging, the ins recharger (insr) showed the charge was complete. On the call, the patient used the insr and it was determined the ins was off. It was reviewed that this explained why the charging level was not depleting. The patient did not know how the ins got turned off, and they did not have the patient programmer (pp) at the time. The ins was turned on with the insr and the patient confirmed it was on and the charge level was full. No patient symptoms or further complications were reported as a result of this event. Refer to pe (B)(4) for details pertaining to the previous insr replacement.